Event description:
It was reported that approximately 28 months after 2 xience stents were directly implanted, 1 in the mid-left anterior descending and 1 in the right posterior descending coronary artery, the patient experienced angina. An intervention was performed to prevent permanent injury. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of angina is listed in the xience v everolimus eluting coronary stent system instruction for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the xience v stent implants were implanted with direct-stenting (no pre-dilatation). It should be noted that the xience v IFU instructs the physician to, pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.

Manufacturer narrative:
(B)(4). The reported patient effect of stenosis/restenosis is listed in the xience v everolimus eluting coronary stent system instruction for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously submitted medwatch the following new information has been received. The restenosis and revascularization was confirmed as having occurred in the index mid-left anterior descending artery lesion. The occurrence date was confirmed as (B)(6) 2011.